Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer had been knocked to the floor, and noted that its cover/screen/display would not stay in place and therefore both upper hinges were replaced, and that the latch tab was broken off the cord door and the power cord bay was therefore replaced, and that the keyboard and back cover and keyboard hinges were broken as well as the upper hinge plate screw post being stripped so that the plate was unable to be secured and all were replaced. Additionally the device failed the common mode/wrist electrode functional test and therefore the link electronic module board was replaced and calibrated. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer originally returned due to being dropped subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.